Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: significant radiolucency at the bone cement interface of the tibial component indicating loosening along with valgus deformity, possibly related to subsidence. Device history record (DHR) was reviewed and no discrepancies were found. Per nexgen cr, ps, cra, lps and lcck knee package insert (87-6203-453-01 rev. I), loosening is a known potential adverse effect of this procedure; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Implant date: 2010. Concomitant medical products: stemmed tibial component precoat; p/n: 00598004701, l/n: 61460183 kne-nexgen-femorals-unk: p/n: unk, l/n: unk. Report source: (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00237, 0001822565 - 2019 - 01534.

Event description:
It was reported patient underwent a revision procedure due to aseptic mobilization of right knee approximately nine years post implantation.  Attempts to obtain additional information have been made; however, no more is available.